Event description:
On (B) (6) 2010, the healthcare professional/reporter, a visiting nurse, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. On (B) (6) 2010, the sr medical surveillance specialist (smss) spoke with the patient's caregiver to obtain and clarify information. The patient had been started on an insulin regimen sliding scale in (B) (6) 2009. On an unspecified date in (B) (6) 2010 the caregiver tested the patient's blood glucose level using the reported meter and obtained a reading that was inaccurately high compared to his expected values. The caregiver did not have any specific data available at the time the smss spoke with her. Based on the elevated meter reading the patient was given two units of novolog insulin. Afterwards, the patient experienced the symptoms of hunger and shaking. The patient was treated with food, and felt better afterwards. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.